Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> examination of the submitted device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was reaming the tibia and the mbt revision reamers were spinning inside the modified hudson adapter connection and t-handle connection. This required having to use several different hudson adapters to complete the reaming. As a result, the reamers and adapters are no longer functioning correctly. There were no pieces broken off of any of the instruments and no adverse affect to the patient .no surgical delay